Manufacturer narrative:
Philips service returned the display to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the monitor next to flexvision failed to display images on an allura xper fd20 biplane. The clinical use of the system was unknown. There was no reported patient or user harm.